Event description:
A user facility reported that one (1) patient sustained blisters over a tattoo following lhr treatment with a lumenis lightsheer duet laser high speed handpiece. The device operator reported administering biafine as an emollient. The patient subsequently reported they were treated by their personal physician who is reported to have prescribed an antibiotic. No other treated area of patient's legs reportedly sustained burns. The user facility employee reported the patient had fully recovered with no permanent impairment.

Manufacturer narrative:
Lumenis investigated the reported event contacting the initial reporter directly to request patient treatment settings and photographs of the sequela, which were provided. No related device malfunction was reported by the user facility; therefore no device evaluation was completed. A review of subject device services record found the subject device had been serviced for preventive maintenance on (B)(4) 2014 within the requirements for such maintenance. The system was found to meet manufacturer's specifications. Subject device malfunction is not the suspected root cause of the event reported. A review of subject device IFU found hr treatment is contraindicated on tattooed skin. A lumenis health care professional evaluated the reported event treatment settings and patient photograph noting only the tattoo area was burned. The medical director concluded the reported event was the result of operator error, a failure on the part of the device operator to follow health care professional subject product contraindications regarding treatment of tattooed skin. User facility stated operator error only.